Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6) ); product type: 0213-recharger brand name intellis; product ID 97755 (serial: (B)(6) ); product type: 0213-recharger brand name intellis; product ID 97755-s (serial: (B)(6) ); product type: 0213-recharger brand name intellis; product ID 97755-s (serial: (B)(6) ); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding external equipment. The reason for call was patient called in stating they were sent a recharger recently and it is malfunctioning. Patient said the recharger was covered in oil when they received it. Patient said since they upgraded from generation 1 to generation 3 they have not been able to use high amperage because they have 3 leads coming off the implant in their buttocks all the way their head, which means they have had to charge a lot more often. Pt mentioned they used this recharger for both implants in the neck and buttock. Patient mentioned their chest is just skin and that is how they realized that the recharger was heating up beyond what it was yesterday. Patient also mentioned the wire and the triangular tip of the donut got hot and the rest of the doughnut did not get hot. Agent asked if it left a mark, since pt used the word burn, pt stated the area is red. Pt mentioned seeing passive recharge mode 0 0 0, and then if they move the cord, it goes to 100 100 100 but still does n ot charge. Pt stated charging implants takes a long time. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the recharger. Pt stated the chest implant is for their face. Pt mentioned that at some point they were given an error about the implant battery in their chest and they replaced it. Pt stated the implants will run out of battery in the next couple hours and they will be in pain. Pt mentioned they have 3 other rechargers that do not work and they all heat up. Pt stated some of them give them error screen about battery issue. (B)(6) (heats up, covered in oil), (B)(6). Pt mentioned even the rechargers that are upgraded and not meant to heat up, heat up. Agent requested pt to return all 4 rechargers to repair when they get a chance.